Event description:
Routine complaint investigation when a complaint was received that a customer received a low reading of 170 mg/dl when compared to a valid laboratory comparison of 256 mg/dl. These valves when plotted on a clarke error grid fell into the "d" zone showing the difference to be clinically significant. There was no report of death, serious injury or medical intervention associated with the event.